Manufacturer narrative:
(B)(4). No conclusion code available; final analysis found the reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Event description:
It was reported that the patient was brought into the clinic to test the charge time. Upon initiating a capacitor maintenance, the device charge time limit was reached. The device was explanted and replaced. The patient's condition post procedure was stable.